Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that heart rates in the forties and fifties were observed via cardiac telemetry before, during, and after the patient's medical procedure. The cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate was noted to be sixty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.